Manufacturer narrative:
There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Often noise is the beginning of the gas leak in the tanks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during maintenance and disinfection, when the filler cap is opened, the patient agitator motor is out of order with burning smell, several errors are displayed on patient side, the cardioplegia motor is noisy. Motors 1 and 2 cannot be tested because of the alarm on the patient part. Cold cardioplegia does not drop in temperature, with a temperature set at 2 degrees the temperature remains above 20 degrees. The refrigeration unit, cold cardiplegia motors, the agitator distribution, cards will have to be replaced. The compressor of the device cannot be replaced because the device is more than ten years old. Device cannot be repaired. There was no patient involvement.

Manufacturer narrative:
The device should be scrapped. A device service history review was performed and identified that the unit was manufactured in 2008 and no previous occurrence was reported. Considering the collected elements and the age of the unit, it is reasonable to trace the root cause of the error codes back to defective stirring mechanism and pump, likely due to environmental conditions, such as water infiltration, humidity, condensation, high temperatures and action of disinfectants used during frequent cleaning activity and wear. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.